Event description:
The patient received two leads from the same lot number. It was reported the patient's stimulation stopped working 2 months ago. The patient had fallen multiple times in the past years. Sjm representative interrogated the system and found invalid impedances on many leads contacts. Reprogramming was attempted but did not resolve the issue. X-ray imagery showed possible kinks and the leads had migrated one vertebral level up. The patient was discuss with her physician about lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.